Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 05-apr-2021. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and medical device site haematoma ("peripheral haematoma at the insertion site of one of the devices"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and medical device site haematoma outcome was unknown. The reporter provided no causality assessment for medical device site haematoma and pelvic pain with essure. The reporter commented: hysterectomy required possibly related to the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 25-sep-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and medical device site haematoma ("peripheral haematoma at the insertion site of one of the devices"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and medical device site haematoma outcome was unknown. The reporter provided no causality assessment for medical device site haematoma and pelvic pain with essure. The reporter commented: hysterectomy required possibly related to the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: "hysterectomy required" reported, amended essure removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 25-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and medical device site haematoma ("peripheral haematoma at the insertion site of one of the devices"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and medical device site haematoma outcome was unknown. The reporter provided no causality assessment for medical device site haematoma and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and haematoma ("peripheral haematoma at the insertion site of one of the devices"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and haematoma outcome was unknown. The reporter provided no causality assessment for haematoma and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.